Event description:
It was reported that the device leaked "very badly" during a gallbladder case. The intent of the procedure was not altered, and there was no patient injury.

Manufacturer narrative:
Final device investigation showed that the device was returned in good visual condition; the device had no cracks or loose pieces. A leak test was performed on the sleeve and the device did not hold a seal when pressure tested. The device was returned with the obturator and sleeve fully assembled, which could cause the duckbill seal to be misshaped. As each device is visually inspected and functionally tested prior to being sent out, no conclusion could be reached as to what might have caused the reported event.